Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable and the x-ray tube. (B)(4).

Event description:
The customer reported the system caught fire. No pt injury was reported.